Event description:
Boston scientific crm received information that the atrial lead became dislodged, requiring an invasive surgical procedure to be performed. No adverse patient effects were reported.